Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that continuous glucose monitor (cgm) errors occurred, and a new sensor session was unable to be started. Customer had elevated blood glucose levels reaching 600 mg/dl. Customer brought bg levels back to target range with electrolyte pills and delivered boluses.